Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v519077, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# v403349, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, product type: lead. Product ID: 3889-28, lot# v519077, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# v403349, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Analysis of the leads (s/n (B)(4)) indicated that all conductors were broken at the distal end of the return segment, suspected at the tines.

Event description:
The manufacturers' representative (rep) reported that the implantable neurostimulator (ins) was explanted on friday, (B)(6). The rep at that time did not know why the ins was explanted and did not know if the lead was explanted. Additional information from the rep indicated that the patient had an acontractile bladder. He did not have further information as he was not present for the explant and the physician explanted the device without notifying the rep. The health care professional (hcp) reported that the cause of the explant was a damaged lead. The patient had no relief in symptoms. The patient recovered without sequela. Her indication for use was urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient had their ins removed because it wasn¿t working, but they left the leads implanted. The healthcare provider did not know why the device was not working, but it was removed in (B)(6)2016. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.